Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Entered with limitied information. Will follow up when information is provided.

Event description:
Country of complaint: entered with limited information. Will follow up when information is provided.

Manufacturer narrative:
Investigation: optical inspection first step of our investigation is the optical inspection. The visual inspection has slight evident imprints on the outer sterile packaging, maybe caused by too powerful use of the adjustment tool. Permeability test a permeability test is not used because is still packaged in its original packaging. Adjustment test as already described in section 3.1, the valve was set to 12 cmh2o at the time of delivery for investigation. In order to determine whether the valve can be adjusted correctly to all pressure ranges, we have tried to adjust the valve accordingly. Our adjustment tests are carried out with the standard progav checkmate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible and verified by verification tool. Braking force and brake function test to ensure that the valve could not be adjusted by itself, we checked the brake. The investigation of the brake function has shown that the brake function is full in place. The braking force was test is not used because is still packaged in its original packaging. Result since we were not informed of the reason for the complaint, we performed a general function test on the valve. First, we performed a visual inspection with the valve. The investigation has shown evident imprints on the outer sterile packaging, maybe caused by too powerful use of the adjustment tool, additionally confirmed by measuring the parallelism. To ensure that the valve is adjustable we tried to adjust the valve from 0cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure ranges. Based on our investigation results we can not detect any malfunction on the valve. The valve is fully functional. There is no failure detectable with this valve at the time of delivery. Further actions no further actions are required from our point of view.

Event description:
Country of complaint: denmark. The fx410t progav 2.0 package did not contain the stated content. Instead of fx410t, the package contained item fv410t. This was identified prior to implantation, no patient involvement reported.

Manufacturer narrative:
Investigation on-going.